Manufacturer narrative:
Eval codes for section h6 significant cold flow is observed on one side of the patella, which may be a result of lake of balancing in surgery, resulting in high eccentric loads. This may have caused eventual failure of the cement mantle, which may have led to the posts bearing all the load, therefore leading to the eventual failure of the posts. Labeling codes for section f10: code# 1260, labeled.